Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event and treated with inj (injection) fortum (1g, route and frequency not reported), inj reflin (1 g, route and frequency not reported) and inj heparin (1000 iu-international units in each bag for 3 days). At the time of this report, the patient was recovering from the peritonitis. Action taken with peritoneal dialysis therapy was not reported. No additional information is available at this time. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).